Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing low blood glucose readings of 48 mg/dl in the morning and treated with a cookie. Customer declined troubleshooting. No further information reported.